Manufacturer narrative:
(B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and a map shift without error message occurred. A bwi representative reported to the field service engineer (fse), that the case data was uploaded to the server, for analysis by device manufacturer. Fse confirmed that the system is fully functional. Device manufacture and research and development investigated the issue. This was a user error issue. The device manufacture analysis: it looks as there was an electromagnetic noise (metal, probably the fluoroscopy) issue at this site. There was a change in back patch metal values which does not reach level cause warning. This change in metal causes back patch position change (due to the metal effect on position calculation). This change is in non-uniform manner which does not preserve their inter patch distance, for example, did not move as a rigid body. This caused a map-shift as there is no available bcs compensation at such case. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto 3 system and a map shift without error message occurred. After performing circumferential ablation of the right pulmonary veins and posterior wall of the left posterior veins, a substantial shift in the location of the ridge between the left atrial appendage and anterior left veins was observed. While using a smarttouch catheter, it was noticed that the amplitude and direction of the force did not match the fast anatomical mapping (fam) map. A new fam map was created which revealed a shift in the location of the ridge on the old map. On the new map, when the catheter was along the ridge, it projected into the left veins on the original map. The new map appeared to be rotated anteriorly versus the old map. There was no cardioversion performed and the patient did not make any noticeable movements. The new map was used to finish ablation. The procedure was completed with no patient consequence. This event is MDR reportable because map shifts with no error message could potentially cause a potential risk to the patient.